Manufacturer narrative:
Article citation: linton, emma and au, leon. "Technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series." Ophthalmology and therapy 9, 2020, (pages 149-157). Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.

Event description:
The article "technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series." Noted a patient with a xen 45 gel stent suffered bleb-related endophthalmitis at the site of a previous trabeculectomy surgery 3 months after revision.